Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was caller reported the physician put the lead introducer in with the sheath and the foramen was very "tight and crunchy" and the tip of the plastic on the introducer (with the radiopaque identifier) broke off. Caller inquired about material specifications and biocompatibility of the introducer given that the tip was down under the sacrum where the physician was unable to retrieve it. Caller stated that partial introducer was discarded in the or when they had to get a new kit. Agent documented reported information and reached out to engineering for more information.